Event description:
It was reported via a user facility medwatch report that a patient with an implantable cardiac defibrillator (ICD) was deceased and died approximately one month post implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).